Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pacec a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive debug and final testing without duplicating a malfunction. The customer's report was verified to the customer's non zoll ECG cable being defective. The device was recertified and returned to the customer with the defective ECG cable. Analysis of reports of this type has not identified an increase in trend.